Event description:
New information received noted that the lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Upon interrogation, it was noted that the atrial sensing had decreased compared to previous reports and there was no atrial capture at maximum output. A surface electrocardiogram revealed that the atrial lead was capturing the ventricle. The lead appeared to be dislodged. Post MRI, programming changes were made to deactivate the atrial lead; further intervention was discussed. The patient was in stable condition.